Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 11-nov-2018. The most recent information was received on 15-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pains down side of stomach, pain in her sides'), menorrhagia ('heavy periods') and lymphadenopathy ('swollen lymph nodes behind ears') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), abdominal distension ("swollen stomach"), fatigue ("fatigue"), migraine ("migraines"), rash macular ("sore spots on face"), facial pain ("sore spots on face"), onychoclasis ("bad nails breaking"), nail growth abnormal ("nails not growing"), hair texture abnormal ("dry frizzy hais"), alopecia ("hair falling out"), dry eye ("dry eyes"), confusional state ("confusion"), amnesia ("memory loss"), urinary incontinence ("bad bladder control"), cystitis ("bladder infections"), anxiety ("anxiety"), back pain ("pain in her back"), immunodeficiency ("low immune system"), impetigo ("sore impetigo"), medical device discomfort ("discomfort") and pain ("excessive pain"), 4 months 5 days after insertion of essure. The patient was treated with surgery (essure removed by salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, lymphadenopathy, abdominal distension, fatigue, migraine, rash macular, facial pain, onychoclasis, nail growth abnormal, hair texture abnormal, alopecia, dry eye, confusional state, amnesia, urinary incontinence, cystitis, anxiety, back pain, immunodeficiency, impetigo, medical device discomfort and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, back pain, confusional state, cystitis, dry eye, facial pain, fatigue, hair texture abnormal, immunodeficiency, impetigo, lymphadenopathy, medical device discomfort, menorrhagia, migraine, nail growth abnormal, onychoclasis, pain, rash macular and urinary incontinence to be related to essure. The reporter commented: (B)(6) 2017 was mentioned as onset date for all events (unspecified). Amendment: the report was amended for the following reason: this report was detected to be a duplicate to records # (B)(4) (medwatch 3500a MFR number 2951250-2020-02781)which both will be deleted from bayer safety database after all information was transferred to duplicate # (B)(4) which will be retained. New: reporter (lawyers) added. All events were considered to be related by reporter. Claimant's last name had changed (claimant's initials were updated). Birth date / age was added. Essure was inserted on (B)(6) 2017, it was removed on (B)(6) 2018 by salpingectomy. New events were added : anxiety, back pain, cystitis, immunodeficiency, impetigo, medical device discomfort and pain. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pains down side of stomach, pain in her sides') and menorrhagia ('heavy periods') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), lymphadenopathy ("swollen lymph nodes behind ears"), abdominal distension ("swollen stomach"), fatigue ("fatigue"), migraine ("migraines"), rash macular ("sore spots on face"), facial pain ("sore spots on face"), onychoclasis ("bad nails breaking"), nail growth abnormal ("nails not growing"), hair texture abnormal ("dry frizzy hais"), alopecia ("hair falling out"), dry eye ("dry eyes"), confusional state ("confusion"), amnesia ("memory loss"), urinary incontinence ("bad bladder control"), cystitis ("bladder infections"), anxiety ("anxiety"), back pain ("pain in her back"), immunodeficiency ("low immune systom"), impetigo ("sore impetigo"), medical device discomfort ("discomfort") and pelvic pain ("excessive pain"), 4 months 5 days after insertion of essure. The patient was treated with surgery (essure removed by salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, lymphadenopathy, abdominal distension, fatigue, migraine, rash macular, facial pain, onychoclasis, nail growth abnormal, hair texture abnormal, alopecia, dry eye, confusional state, amnesia, urinary incontinence, cystitis, anxiety, back pain, immunodeficiency, impetigo, medical device discomfort and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, back pain, confusional state, cystitis, dry eye, facial pain, fatigue, hair texture abnormal, immunodeficiency, impetigo, lymphadenopathy, medical device discomfort, menorrhagia, migraine, nail growth abnormal, onychoclasis, pelvic pain, rash macular and urinary incontinence to be related to essure. The reporter commented: (B)(6) 2017 was mentioned as onset date for all events (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-nov-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods") and lymphadenopathy ("swollen lymph nodes behind ears") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), abdominal distension ("swollen stomach"), rash macular ("sore spots on face"), nail disorder ("bad nails breaking"), nail growth abnormal ("nails not growing"), hair texture abnormal ("dry frizzy hais"), alopecia ("hair falling out"), abdominal pain upper ("sharp pains down side of stomach"), dry eye ("dry eyes"), confusional state ("confusion"), amnesia ("memory loss") and urinary incontinence ("bad bladder control"). At the time of the report, the menorrhagia, lymphadenopathy, fatigue, migraine, abdominal distension, rash macular, nail disorder, nail growth abnormal, hair texture abnormal, alopecia, abdominal pain upper, dry eye, confusional state, amnesia and urinary incontinence outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, alopecia, amnesia, confusional state, dry eye, fatigue, hair texture abnormal, lymphadenopathy, menorrhagia, migraine, nail disorder, nail growth abnormal, rash macular and urinary incontinence with essure. The reporter commented: (B)(6) 2017 was mentioned as onset date of events (unspecified). The patient also mentioned a keyhole surgery to remove the devices in the following day of report. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 11-nov-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain/ localized pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("sharp pains down side of stomach, pain in her sides"), menorrhagia ("heavy periods"), abdominal distension ("swollen stomach"), back pain ("pain in her back"), medical device discomfort ("discomfort"), rash macular ("sore spots on face"), impetigo ("sore impetigo"), lymphadenopathy ("swollen lymph nodes behind ears"), immunodeficiency ("low immune system"), urinary incontinence ("bad bladder control/ bladder and urinary problems"), cystitis ("bladder infections"), fatigue ("fatigue"), migraine ("migraines"), facial pain ("sore spots on face"), onychoclasis ("bad nails breaking"), nail growth abnormal ("nails not growing"), hair texture abnormal ("dry frizzy hairs"), alopecia ("hair falling out"), dry eye ("dry eyes"), confusional state ("confusion"), amnesia ("memory loss") and anxiety ("anxiety"), 4 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy / abnormal bleeding"), menstruation irregular ("changes to menstrual cycle"), dizziness ("dizziness") and mental disorder ("psychological/ psychiatric problems"). The patient was treated with surgery (essure removed by salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, genital haemorrhage, menstruation irregular, urinary incontinence, cystitis, dizziness and mental disorder had resolved and the abdominal distension, back pain, medical device discomfort, rash macular, impetigo, lymphadenopathy, immunodeficiency, fatigue, migraine, facial pain, onychoclasis, nail growth abnormal, hair texture abnormal, alopecia, dry eye, confusional state, amnesia and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, back pain, confusional state, cystitis, dizziness, dry eye, facial pain, fatigue, genital haemorrhage, hair texture abnormal, immunodeficiency, impetigo, lymphadenopathy, medical device discomfort, menorrhagia, menstruation irregular, mental disorder, migraine, nail growth abnormal, onychoclasis, pelvic pain, rash macular and urinary incontinence to be related to essure. The reporter commented: (B)(6) 2017 was mentioned as onset date for all events (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the following information was updated: pregnancy was updated from unknown to no; event were added changes to menstrual cycle, dizziness, heavy / abnormal bleeding, psychological problems, psychiatric problems, urinary/bladder problems; outcome was updated from unknown to recovered/resolved on sharp pains down side of stomach, pain in her sides, localized pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 11-nov-2018. The most recent information was received on 15-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("sharp pains down side of stomach"), menorrhagia ("heavy periods") and lymphadenopathy ("swollen lymph nodes behind ears") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), abdominal distension ("swollen stomach"), fatigue ("fatigue"), migraine ("migraines"), rash macular ("sore spots on face"), facial pain ("sore spots on face"), onychoclasis ("bad nails breaking"), nail growth abnormal ("nails not growing"), hair texture abnormal ("dry frizzy hais"), alopecia ("hair falling out"), dry eye ("dry eyes"), confusional state ("confusion"), amnesia ("memory loss") and urinary incontinence ("bad bladder control"). The patient was treated with surgery (essure removal scheduled on day after initial report). At the time of the report, the abdominal pain lower, menorrhagia, lymphadenopathy, abdominal distension, fatigue, migraine, rash macular, facial pain, onychoclasis, nail growth abnormal, hair texture abnormal, alopecia, dry eye, confusional state, amnesia and urinary incontinence outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, amnesia, confusional state, dry eye, facial pain, fatigue, hair texture abnormal, lymphadenopathy, menorrhagia, migraine, nail growth abnormal, onychoclasis, rash macular and urinary incontinence with essure. The reporter commented: (B)(6) 2017 was mentioned as onset date for all events (unspecified). Most recent follow-up information incorporated above includes: on 15-nov-2018: coding correction - event sore spots on face was split in red spots on face + facial pain, event sharp pains down side of stomach was recoded from stomach pain to hypogastric pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 11-nov-2018. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("excessive pain/ localized pain/pain") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression in 2013, depressive episode in 2012, skin lesion and rectal bleeding in 2007, menorrhagia in 2005 and pelvic pain, vaginal delivery (vertex), contraception (with pills), alcohol use (trivial drinker), paratubal cyst, kidney infection, bladder infection, confusion, memory loss, low back pain, skin disorder, fatigue, tiredness, gland in neck, ovarian cyst, postpartum depression and parity 5. Previously administered products included: mirena and depo provera. The only concomitant product mentioned was antidepressants. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 124 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain lower ("sharp pains down side of stomach, pain in her sides"), heavy menstrual bleeding ("heavy periods"), abdominal distension ("swollen stomach"), back pain ("pain in her back"), medical device discomfort ("discomfort"), rash macular ("sore spots on face"), impetigo ("sore impetigo"), lymphadenopathy ("swollen lymph nodes behind ears"), immunodeficiency ("low immune system"), urinary incontinence ("bad bladder control/ bladder and urinary problems"), cystitis ("bladder infections"), fatigue ("fatigue"), migraine ("migraines"), facial pain ("sore spots on face"), onychoclasis ("bad nails breaking"), nail growth abnormal ("nails not growing"), hair texture abnormal ("dry frizzy hairs"), alopecia ("hair falling out"), dry eye ("dry eyes"), confusional state ("confusion"), amnesia ("memory loss") and anxiety ("anxiety"). On (B)(6) 2017 she experienced depression ("depressive disorder"). At an unknown time, she experienced genital haemorrhage ("heavy / abnormal bleeding"), menstruation irregular ("changes to menstrual cycle"), dizziness ("dizziness"), mental disorder ("psychological/ psychiatric problems"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction.") And kidney infection ("kidney infection"). The patient was treated with surgery (essure removed by hysteroscopy, salpingectomy,endometrial biopsy). At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding, genital haemorrhage, menstruation irregular, urinary incontinence, cystitis, dizziness and mental disorder had resolved. The outcomes for abdominal distension, back pain, medical device discomfort, rash macular, impetigo, lymphadenopathy, immunodeficiency, fatigue, migraine, facial pain, onychoclasis, nail growth abnormal, hair texture abnormal, alopecia, dry eye, confusional state, amnesia and anxiety were unknown. Essure was removed on (B)(6) 2018. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, back pain, confusional state, cystitis, depression, device intolerance, dizziness, dry eye, facial pain, fatigue, genital haemorrhage, hair texture abnormal, heavy menstrual bleeding, hypersensitivity, immunodeficiency, impetigo, kidney infection, lymphadenopathy, medical device discomfort, menstruation irregular, mental disorder, migraine, nail growth abnormal, onychoclasis, pelvic pain, rash macular and urinary incontinence to be related to essure administration. The reporter commented: insertion date was on (B)(6) 2017. Insertion details: uncomplicated procedure 2-3 coils in endometrial cavity at end of procedure. On (B)(6) 2017 ultrasound confirmed device was clearly identified and was seen crossing the utero tubal junction on both sides. The uterus is anteverted. Appearances consistent with a satisfactory essure position. (B)(6) 2017 was mentioned as onset date for all events (unspecified). 2-3 coils in endometrial cavity at the end of procedure doctor have agreed to perform a laparoscopy and a bilateral salpingectomy with an attempt to remove as much of the coils as possible. Patient is aware there may well be a small remnant left within the uterus, in which case the only way to remove these would be via a hysterectomy, but doctor will perform the salpingectomy in the first instance. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: ultrasound pelvis trans abdominal and trans vaginal essure device clearly identified and was seen crossing the utrotubal junction on both sides. The uterus is anteverted. The endometrium measures 1 cm. Both ovaries appear normal with a 2cm simple cyst on the left consistent with functional cyst. Conclusion : appearances consistent with satisfactory essure position. [Ultrasound scan] on (B)(6) 2017: both of the essure coils are in the correct place within the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device intolerance,allergic reaction,kidney infection. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical records received: new reporter added;new events added:device intolerance,allergic reaction,kidney infection..patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.